Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "at the moment of carrying out the catheterization the guide was broken, so they had to remove it and change the supply, it caused a delay in the procedure so they had to replaced it."

Event description:
The complaint is reported as: "at the moment of carrying out the catheterization the guide was broken, so they had to remove it and change the supply, it caused a delay in the procedure so they had to replaced it."

Manufacturer narrative:
Qn #(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.